Event description:
It was reported by a customer that the device could not be powered on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device. The reported failure was no duplicated; however, the battery was observed to be depleted. Proper operation was confirmed during functional and performance testing with a good battery. The device was subsequently returned to the customer. The cause of the depleted battery was not determined.